Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a damaged retainer ring. It was reported that reservoir had detached from the pump. Auto mode was not in use. The customer's blood glucose level was 393 mg/dl. The customer¿s was treated with bolus. The insulin pump will not be returned for analysis.